Event description:
It was reported that following the successful transcatheter aortic valve implantation procedure using a 26 mm evolutfx, the patient developed severe hypotension approximately 40 minutes after the conclusion of the procedure. Despite the medical team's efforts, the patient was unable to be stabilized and subsequently died.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.+-

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: section b2 - additional outcomes. Section b5 - second paragraph. Section h6 - additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful transcatheter aortic valve implantation (tavi) procedure using a 26 mm evolutfx, the patient developed severe hypotension approximately 40 minutes after the conclusion of the procedure. Despite the medical team's efforts, the patient was unable to be stabilized and subsequently died. Additional information was received indicating that the tavi procedure was urgent and was performed with good acute results. It was further reported that upon leaving the operating room, the patient experienced acute hypotension and desaturation, prompting the initiation of advanced resuscitation maneuvers, including endotracheal intubation. An echocardiogram ruled out pericardial effusion. The evolut fx valve was noted to be in an orthotopic position, and then pulseless electrical activity was observed. Thoraco-abdominal angiography showed no evidence of dissection or active bleeding. After twenty-five minutes of resuscitation efforts, the patient experienced refractory ventricular fibrillation (vf) unresponsive to defibrillation shock. Following a collegial consultation, resuscitation maneuvers were suspended and the patient subsequently died. According to the implanting physician, subacute coronary occlusion due to heavy calcifications of the leaflets and heavy calcium at non-coronary-right cusp raphe was the cause of the hypotension, while the cause of death was due to electromechanical dissociation and irreversible vf. Additionally, the physician stated that the evolut fx valve and delivery catheter system can be excluded as contributing factors to the death and they think it was a procedure-r elated complication. It is unknown if an autopsy was requested or performed.